Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon interrogation, false pause episodes due to signal dropout and undersensing was observed. No intervention has been done. The patient was stable and will continue to be monitored.